Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. On the day of onset, the patient was hospitalized for the peritonitis event. On unknown date(s) "a couple of weeks ago", the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment with vancomycin was reported to be ongoing with three doses of treatment remaining to be given. Dianeal and extraneal therapies were ongoing. After one day of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.